Event description:
The complainant reported that a patient was implanted with an impella 5.5 via percutaneous left femoral artery for mechanical circulatory support. Following the placement of the impella 5.5, the blue hub was advanced into the graft. The sterile sleeve came disconnected from the white sterile sleeve lock. This was noticed and a dressing was used to attempt to keep the catheter sterile under the sterile sleeve. The doctor mentioned this had been happening lately with the impella 5.5 devices. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pd-anticontamination sleeve- (separation, torn): the cause of the product damage cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
B5 additional information received. D6b explant date provided.

Event description:
The device related to this complaint was an impella 5.5. Unfortunately this device was explanted by the surgery team over the weekend and I believe the team got rid of the device following explant. It was mentioned to me by the surgeon that the issue with the sterile sleeve coming off of the 5.5 lock has been happening recently. With this device, the sterile sleeve came off while the patient was still on the table in the operating room. It happened while advancing the blue hub into the graft. It seems that in the packaging the sleeve lock was locked on the catheter and she claims it comes off with minimal pressure. The physician was able to place the sleeve back on the sterile sleeve lock and wrap it with a clear dressing. It was mentioned that this has impella 5.5 devices - and that this is a recent problem.